Event description:
The customer reported that the button started sticking on the insulin pump. The blood glucose reading was 186 mg/dl. The buttons are not responding on the unit. Prior to the event, the device may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.